Manufacturer narrative:
Taper ii. The product associated with this report will not be returned. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter returned the device to the patient and it is no longer available for return. Therefore, allergan will not receive it and no analysis or testing will be done. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric irritating medications, after stomach damage and after extensive dissection or use of electro-cautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain. Re-operation to remove the device is required.: device labeling addresses the reported event of cholelithiasis as follows: "rapide weight loss may result in development of cholelithiasis which may result in the need for a cholecystectomy." Device labeling addresses te reported event of vomit as follows: "patients must be carefully counseled on the need to report all vomiting, abdominal pain or other gastrointestinal or nutritional issues as these symptoms may indicate a condition not related to the lap-band system.: device labeling addresses the reported event of pain as follows. "There were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain." Device labeling addresses the potential of adverse events as follows: "it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body."

Event description:
Healthcare professional reported a lap-band ap adjustable gastric banding system "eroding into the stomach." The patient experienced abdominal pain, bouts of emesis, and other various events. The problem was first diagnosed when an ultrasound was performed around due to the patient having gallstones. Lap-band system has been removed and not replaced.